Event description:
It was reported that during the procedure, the deltapaq cerecyte microcoil (B)(4) did not detached. The detachment cable worked fine with the coil before and after. They didn't change the cable nor the box. No further information will be provided, and the component will be return for analysis.

Manufacturer narrative:
It was reported that during the procedure, the deltapaq cerecyte microcoil ((B)(4)) did not detached. The detachment cable worked fine with the coil before and after. They didn't change the cable or the box. No further information will be provided, and the component will be return for analysis. The entire microcoil system was returned heat sealed inside bubble wrap. The device positioning unit (dpu) was returned partially heat sealed inside two layers of bubble wrap. The coil was found to have been unsheathed and exposed inside the returned packaging. The coil was returned undamaged. The detachment fiber did not receive heat and melt. The dpu passed electrical testing with resistance at 56.9 ohms and the enpower systems go light illuminated. The coil detached on the first detachment cycle. The dpu passed post-detachment electrical testing with a resistance of 57.0 ohms. The detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils non-detachment inside the aneurysm during the procedure cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported inability to detach the coil was not confirmed with electrical testing of the returned device; the coil detached without discrepancy. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. It is possible that procedural/handling factors contributed to the reported event; however, with review of the available information there are no identified contributing factors. The cause of the reported failure to detach could not be conclusively determined. Therefore, no corrective actions will be taking at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.the product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.